Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was attempted to be implanted with an impella cp device for mechanical circulatory support. During delivery, the cannula and catheter kinked due to patient stenosis. This was treated via a balloon aortic valvuloplasty, and a second impella was placed without further difficulty. There was no reported harm to the patient.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation has been completed. No product was returned for investigation. After reviewing the clinical information, it was determined that the cause of the delivery issues was patient condition, specifically aortic valve stenosis. This report is being filed as part of a retrospective review of historical records. D1 brand name was updated as it was erroneously entered on the initial manufacturer device report number. G1 reporting contact email revised on manufacturer device report in accordance with updated procedures.